Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The customer received a replacement device. The cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device did not provide defibrillation energy. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.